Event description:
It was reported per field service report: pump was on patient. Symptom - fill pressure alarm. Findings/actions taken: phone assist to biomed. Low pressure regulator above 60 mmhg. Had biomed readjust to 50 - 55 mmhg. Passed functional check by biomed and returned to service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.